Event description:
It was reported that this recently subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted exhibited an inappropriate electric shock. Which was suspected to be caused by air entrapment as they had a wandering baseline and inconsistent sensing. An x-ray was performed before discharge and the system placement was confirmed, absence of air and electrode insertion. Currently, this s-ICD remains implanted and no additional adverse patient effects were reported.